Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were erroneous results while using facslyric 3l12c instrument ceivd. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: customer reports that todays internal controls failed because of too high absolute counts on lymphocyte populations. The same tube analyzed on different instruments gave acceptable results (within the range of customer's control).

Manufacturer narrative:
Correction: this complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The set up failure is a design failsafe to alert the user that the device should be rendered unusable and is unlikely to lead to serious injury.

Event description:
It was reported that there were erroneous results while using facslyric 3l12c instrument ceivd. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: customer reports that todays internal controls failed because of too high absolute counts on lymphocyte populations. The same tube analyzed on different instruments gave acceptable results (within the range of customer's control).